Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings with the use of the adc freestyle libre sensor. Customer received sensor readings between 130-140 mg/dl, so his mother did not inject him with insulin. Customer experienced hyperglycemia symptoms described as "thirst, dry mouth, dizziness, and blurred vision" and a reading of hi (readings greater than 500 mg/dl) was obtained on the built in compared to sensor reading of 142 mg/dl. Customer was treated with 13 units of rapid insulin and after an hour and 30 minutes, additional 8 units of rapid insulin was administered by his parents. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A customer reported receiving low readings with the use of the adc freestyle libre sensor. Customer received sensor readings between 130-140 mg/dl, so his mother did not inject him with insulin. Customer experienced hyperglycemia symptoms described as "thirst, dry mouth, dizziness, and blurred vision" and a reading of hi (readings greater than 500 mg/dl) was obtained on the built in compared to sensor reading of 142 mg/dl. Customer was treated with 13 units of rapid insulin and after an hour and 30 minutes, additional 8 units of rapid insulin was administered by his parents. There was no report of death or permanent injury associated with this event.